Event description:
The 3mm pin would not fit through the slot on the c-ring. The surgery was delayed over 30 minutes, however, no adverse consequences were reported with the patient as a result of event. This device is used for treatment.

Manufacturer narrative:
Investigation has been initiated but not yet completed. A follow up report will be submitted upon completion.